Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The pump was returned with moisture visible in the display lens. Testing of keypad function was not possible as moisture damage prevented adequate investigation. The keypad cover was removed for investigation and revealed contamination under the contrast key contact. The pump had audible sound and a blank display screen. There was no vibratory function. Complete testing of the pump was not possible due to moisture damage. The pump failed a leak test with a leak detected in the case seal.